Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the myqlink database actively processed a large backlog of pending files, initially totaling approximately (B)(4).

Event description:
It was reported that when using the bd pyxis¿ medbank mini, station was showing not synced on myqlink. However, there were no delays or adverse events or injuries reported based on this event.